Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after getting a volume error warning during dwell 3 of 5 at 1:00am in the morning. The patient cancelled treatment and when the cassette was removed, there was fluid found on the cassette and in the cycler. The patient did not attempt another treatment at the early morning time. Then later in the day, the patient's pd nurse came over and advised for patient to let the cycler dry out and attempt a treatment. During next treatment early that evening, during drain 0, there was a balloon valve leak alarm. The patient was issued a new cycler due to the balloon valve leak alarm. The cause of the earlier leak was unknown. In a follow up, the pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient had been connected to the cycler prior to discovering the fluid leak. The pdrn verified going over to assist with the patient's cycler and advised for the cycler to dry out and to try the cycler again the following treatment. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatments using manuals and will continue to complete treatments using manuals pending receipt of the replacement cycler. The cycler is available to return.

Manufacturer narrative:
H.3. Plant investigation: the actual device was returned. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after getting a volume error warning during dwell 3 of 5 at 1:00am in the morning. The patient cancelled treatment and when the cassette was removed, there was fluid found on the cassette and in the cycler. The patient did not attempt another treatment at the early morning time. Then later in the day, the patient's pd nurse came over and advised for patient to let the cycler dry out and attempt a treatment. During next treatment early that evening, during drain 0, there was a balloon valve leak alarm. The patient was issued a new cycler due to the balloon valve leak alarm. The cause of the earlier leak was unknown. In a follow up, the pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient had been connected to the cycler prior to discovering the fluid leak. The pdrn verified going over to assist with the patient's cycler and advised for the cycler to dry out and to try the cycler again the following treatment. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatments using manuals and will continue to complete treatments using manuals pending receipt of the replacement cycler. The cycler is available to return.

Manufacturer narrative:
Correction: g.4.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after getting a volume error warning during dwell 3 of 5 at 1:00am in the morning. The patient cancelled treatment and when the cassette was removed, there was fluid found on the cassette and in the cycler. The patient did not attempt another treatment at the early morning time. Then later in the day, the patient's pd nurse came over and advised for patient to let the cycler dry out and attempt a treatment. During next treatment early that evening, during drain 0, there was a balloon valve leak alarm. The patient was issued a new cycler due to the balloon valve leak alarm. The cause of the earlier leak was unknown. In a follow up, the pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient had been connected to the cycler prior to discovering the fluid leak. The pdrn verified going over to assist with the patient's cycler and advised for the cycler to dry out and to try the cycler again the following treatment. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatments using manuals and will continue to complete treatments using manuals pending receipt of the replacement cycler. The cycler is available to return.